Event description:
Patient reported that they were injected in the cheek and chin with juvéderm voluma® xc and under the eye with juvéderm volbella® xc patient experienced a sore throat infection, deemed not device related and developed 3 nodules on the lower right side of their lip along with lymph nodes. Patient was prescribed some antibiotics. There was some swelling in 3 different places and has lumps on the face after procedure, tenderness inside of their left eye, and lump bump at the tip of their nose. Benadryl was given for their sore throat. The status is still ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00630 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm voluma® xc.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of sore throat infection, deemed not device related is considered an unexpected adverse drug experience.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. Additional, changed, and/or corrected data: b.5.

Event description:
Additionally, patient reported they had tonsillitis and that there was a layer of bacteria under the filler which caused the swelling. Patient developed tender bumps where the filler was injected. Swelling has gone down and symptom resolved.